Manufacturer narrative:
(B)(4). This date was incorrect in the follow-up 001.

Manufacturer narrative:
(B)(4). This involved a colleague p1.5 infusion pump with user interface module master software version 6.13.92. A labeling review was performed, finding no use error. Evaluation summary: the reported condition of a colleague infusion pump with a channel c failure was confirmed as a failure code of 810:11 on channel c during the review of the event history. Since no assignable cause was provided during product evaluation, no repair was necessary for the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
On (B)(6) 2011, a customer reported that one colleague infusion pump encountered a "channel c failure". The process step was before use and no patient injury is reported. Upon review of the event history on (B)(6) 2011, it was found that failure code 810:11 in channel c interrupted delivery on (B)(6), 2010. There is no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.